Manufacturer narrative:
H4: the lot was manufactured from april 15, 2020 - april 16, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused during patient infusion. The device had been filled with morphine. There was no patient injury or medical intervention associated with this event. No additional information is available.